Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) performed a complete preventive maintenance (pm) with full calibration, functional testing and safety checks to factory specifications. The iabp failed the battery runtime test. The customer's biomedical engineer will perform the repairs in replacing the batteries. The fse advised the customer not to put the iabp back into use until batteries have been replaced.

Event description:
During a service test performed by the customer, it was reported that the intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involved, therefore no death or injury was reported.